Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) driveshaft hard to rotate was confirmed during functional testing and based on the review of the archive data. The root cause was due to the sticky driveshaft clutch area due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The returned autopulse platform was manufactured in march 2016 and is more than 4 years old. Deburring of the clutch plate was performed to remedy the problem. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the autopulse platform archive was performed, and it showed the following user advisories to have occurred intermittently on the reported complaint date: user advisory (ua) 45 (not at "home" position after power-on/restart) and user advisory (ua) 12 (lifeband not present), and the error messages were cleared. The observed user advisory (ua) 12 error message is unrelated to the reported complaint. However, the root cause for the user advisory (ua) 45 was most likely due to the intermittent stiff/stuck driveshaft not to be at "home position"; thus, confirming the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. The user advisory (ua) 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory (ua) 12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended. The autopulse platform passed the functional testing without any fault or error. During further functional testing, after 20 minutes of running test, the stiff/stuck encoder driveshaft was observed; thus, confirming the reported complaint. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the drivetrain motor brake gap was out of specifications (too small) which is likely attributed to normal wear and tear. The brake gap was adjusted to manufacturing specifications to remedy the issue. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, the user observed that the autopulse platform (sn (B)(4)) driveshaft was unable to rotate. Patient use information was requested but no additional information was provided, therefore patient use is unknown.